Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated two times on the same instrument, both resulting (B)(6). The corrected result was reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the luminometer valve manifold, connector and tubing. The cse also performed a total system decontamination. The customer was experiencing further issues and siemens replaced the instrument. The cause of the discordant (B)(6) result is unknown. The instrument was replaced and is performing within specifications. Further evaluation of the device is not required.